Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system was found to be fully functional and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated as part of the investigation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4). Product ID: 9735001, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the mouse had not been working. This was reported outside of a procedure. There was no patient involved. It was reported that there has been no issues with the mouse since initial reporting.